Event description:
Customer responded to pt who had been in an asystole condition for 15-20 minutes. Customer reported the unit displayed a "vf" detect fault. The unit would only monitor, but would not charge or shock. The pt expired. Customer stated the unit did not cause or contribute to final pt outcome, due to initial pt condition. Service rep duplicated condition. Device was repaired and returned.